Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump led the customer to perform the fill tubing process multiple times. At the time of the report, the customer was on the third occurrence. Tandem technical support assisted the customer in performing the fill tubing process; customer was able to complete the load process and successfully resumed insulin. Customer reported there were no minimum fill screens and the customer did not press any wrong button to initiate the issue. There was no known impact to the customer's blood glucose level.